Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The complaint was investigated. Dms analysis confirmed that customer did in fact enter a bg (blood glucose) calibration on (B)(6) 2020 at 10:14 am for 349mg/dl. Dms analysis however showed that the last bg calibration was done on (B)(6) at 8:51 am. The system repeatedly prompted customer to enter calibration after 12 hours however since customer did not enter a bg calibration, the system calibration expired on (B)(6) at 12:52 am. As a result, the system went back to initialization phase and glucose values/alerts were blinded. Per design, the system resumed showing glucose values once customer entered two bg calibrations at 10:14 am and 1:13 pm respectively on (B)(6). Analysis shows that system worked as designed and glucose values and alerts were blinded since calibration had expired.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where user experienced hyperglycemia.